Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product noted one for the tabs is fractured, confirming the complaint. The fractured piece was not returned. A hardness spec was taken on the returned product and noted, the product is conforming to specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported while removing the guide from the plate, one of the tabs fractured off. Attempts have been made and additional information on the reported event is unavailable at this time.